Manufacturer narrative:
C19 - two device photos were submitted for evaluation demonstrating a white 0.018¿ guidewire compatible viabahn® device with the endoprosthesis constrained and mounted on the delivery system. The distal shaft appears exposed and kinked distal to the transition. The outer zipper appears partially deployed as evidenced by deployment line exiting the transition to an unknown distance along the length of the endoprosthesis. The device configuration reported is consistent with the labeled configuration visible on the deployment hub. A segment of the delivery catheter is obscured by the presence of a non-gore accessory introducer sheath tracked over the catheter shaft. No further information was obtained from review of the provided photos. The reported deployment failure with stuck deployment line is consistent with the condition of the device as demonstrated in the photos submitted from the field. However, the viabahn® device was not returned to gore for evaluation; therefore, an independent assessment of deployment performance could not be conducted. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The cause for the reported deployment difficulty could not be established with the available information, including a review of photos submitted from the field.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with 7mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat as arteriovenous graft (avg). The deployment line was stuck when pulling. The vsx device was unable to deploy after a few attempts. The vsx device was removed without any issue. The patient was tolerated with the procedure with another vsx device (vbjr071002w).

Manufacturer narrative:
H3: the device was discarded at facility. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.